Manufacturer narrative:
The adaptiveclean brush head is an accessory to the sonicare power toothbrush.

Event description:
The consumer states that the bristles from their adaptiveclean brush head are coming out in their mouth.